Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded by the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, it was reported that axium coil would not able to detach with an instant detacher as well as with the manual detachment (breaking hypotube method, an alternative method presented in the instruction for use). The physician remove the coil from the patient and coil was successfully detached outside the patient. Another coil was used to continue the procedure. No patient injury reported as a result of the procedure.